Event description:
It was reported that the patient was getting the 1713 error code on their controller. It was stated from patient services this code is triggered when an overdischarged ins is trying to recharge. The patient was recommended to had to the hospital to get a special recharge from the hcp. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.